Event description:
Per the distributor, the buttons were sticking. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump was returned to animas for evaluation and evaluated. The keypad appeared to be intact (no lifting or peeling observed); however, the up/contrast buttons were intermittently responding during testing, the down/ok buttons required excessive force to activate, the contrast button was inverted, the up/down/ok key contacts became inverted when pressed and did not always spring back, and there was evidence of adhesive/contamination under the all key contacts.